Event description:
Additional information from the consumer reported there were no circumstances that led to the change in charging; they did not have any increase in activity level. During a regular recharge program on (B)(6) 2016 it was very slow to recharge. It reached three quarters full for the charge but would go no further. The patient had been walked through the recharging steps and it seemed everything was okay but they were still unable to raise the level to one hundred percent. As of (B)(6) 2016 it was pulsing from one to twenty-five percent. The patient tried to recharge but it only charged to three quarters.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implant was not charging 100%. They did not have equipment to troubleshoot, it was noted that the recharger was working and charging fine. It was confirmed that the patient was getting all coupling bars when they were charging. Other relevant medical history includes other chronic/intract pain (trunk/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received from the patient reported that his battery was a half full and was charging the 3rd quarter tile. Patient services did antenna locate feature with the patient. They also reported 70-84 full coupling boxes when the charge was initiated.